Manufacturer narrative:
Concomitant products: product ID 37092, lot# 242130001, implanted: (B)(6) 2010, product type accessory; product ID 3 9565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no burn on the skin and it was not overdischarged. The recharge frequency did not match the patient's settings. It was noted that the patient was able to start a charge but had no connection bars. In response to the question "was the patient trained and able to demonstrate effective recharging" the manufacturer representative wrote "needed review." It was noted that there was teaching with "t and family." It was noted that the patient was able to recharge normally/effectively and had six connection bars. The patient was in continuous mode. The stimulation came back on and was in the proper area. The patient was receiving effective therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient stated it was a "great big burn on her side." It was then decided the patient was allergic to the latex from the sticky patches. No additional information was provided.

Event description:
It was reported the patient was hospitalized from (B)(6) 2014 for pneumonia and sepsis. It was noted the stimulator was completely dead the day prior to hospitalization and the patient could not recharge. It was reported the patient charged for eight hours the day of hospitalization and the area the antenna was on burned. It was noted the patient did not see the temperature warning screen. It was reported the area was medically treated. It was reported the manufacturer representative was going to meet with the patient to troubleshoot the recharging issue. It was noted the patient had been noncompliant with recharging in the past. It was reported the patient had recently gained 100 pounds which made the patient unable to find their stimulator under their skin.